Event description:
It was reported that the staples would not advance to be ejected. This happened during a surgery. The patient's condition is unknown.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.